Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported no audio which was reproduced. The speaker underwent impedance testing and was found to have 0l. The failed rear case assembly (containing the speaker) was replaced. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "will show an alarm but no sound". There was no known patient injury or medical intervention associated with this event. No additional information is available.